Event description:
The complainant reported the automated impella controller (aic) was being assembled for service and it was noted that the rolling cart was broken. No patient involvement.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation for the console (aic) cart issue has been completed. There are no logs necessary to analyze for review of a broken cart. The product did not need to be returned and a replacement was sent out to the customer.